Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One tr band and inflator were returned for evaluation. The sample was subject to visual analysis. No damage or deformities were noted on the band or inflator. There is less than 1ml of air left in the balloon. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for approximately 30 seconds. Air bubbles were observed from the inflation tube to the balloon tab. The sample failed leak testing. The sample was placed under microscope to get a look at the location of the leak. There is an incomplete weld around the inflation tube and balloon tab. The complaint can be confirmed for air leakage issues. The cause is an incomplete weld around the inflation tubing and balloon tab that causes a leak at the corner of the balloon tab and on both sides of the inflation tubing. The ops quality engineer (qe) was notified, and non-conformances (nc) was initiated for this issue. Nc will contain root cause analysis and corrective actions. Corrective and preventative action (CAPA) was initiated for the increase in air leakage issues. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tr band 2 device lost air almost immediately. The tech put the band on and quickly noticed that the patient was bleeding from under the band and that the air was deflating from the balloon. The tr band was removed, and a cordis radial band was applied. The balloon was filled and put under water and air bubbles coming from where the tubing goes into the balloon were noticed. The estimated blood loss was less than 250cc's. The patient was in stable condition. The procedure outcome was successful. There was no patient injury/medical or surgical intervention required.